Event description:
We were using the snowden pencer mini metzembaum reusable instrument with the single use tip. There was no damage evident to the insulation before use, however during use (and unknown to the surgeon until we pulled the laparoscope back for a wider view) there appears to have been a point at which the electricity shorted through the sheath, burning through a large area of insulation and damaging the patient's uterus. I have taken the instrument out of circulation and am having it decontaminated. No medical intervention and/or additional procedure required.

Manufacturer narrative:
(B)(4)-one (1) sp90-1053 switch-blade clickfit 3.0 reusable handle device was returned for evaluation for a patient burn. The device had a date code which was confirmed to be manufactured august 09, 2011 under lot number 838687 and purchased october 21, 2011. The device was 3 years old and had never been repaired by carefusion. Visual examination by the quality engineer, quality manager, project engineer and manufacturing engineer confirmed the reported issue. The insulation was damaged approximately ½ inch from the distal end where the disposable scissor tip connects to the device. The damage was a large chunk of insulation missing, spanning approximately ¼ inch wide. The complaint sample was high potential (hypot) tested and failed, further confirming the failure. It appears that the insulation had blown out from an unknown source. Carefusion has not previously seen these characteristics in insulation failure/damage. These devices are reusable and are reprocessed frequently. Therefore, it is inherent that over time damage can occur during handling and therefore the product is to be inspected prior to each use per the product¿s IFU. The customer reported that they performed a visual inspection for the insulation prior to use but did not perform integrity testing (high potential) of the insulation prior to use. Carefusion was unable to determine if the customer¿s visual inspection was sufficient enough to check the integrity of the insulation. Incorrect quality inspection could potentially deem an unacceptable product to be acceptable. The customer was using settings 30 cut/30 coagulation on the carefusion monopolar instrument. They also had a stortz bipolar forcep in use during the case with settings also on 30. The customer stated the product was not activated at the same time. As there were multiple pieces of surgical equipment used during the procedure there is a possibility that the instruments could have crossed damaging the instrument and ultimately caused the burn to the patient. The supplier whom applies the insulation to the tube reviewed the failure and reported that they have not previously observed the failure which occurred in this complaint. It was noted that if there was a bubble in the coating, it can cause a small hole all the way to the metal of the tube during hypot. However, the size would be about the size of a pinhole and nothing like the complaint sample. Carefusion manufacturing engineer tried to recreate the failure by stressing the unit in three different ways 1) a sp90-1053 switch-blade click 3.0 reusable handle device and a sterile disposable scissor tip (part number 89-5103) were assembled. The tube and scissor tip were soaked with saline ensuring all connections were wet. Then the insulation was challenged by performing hypot testing at 3.0kv which is above the 0.5kvp maximum rating specified for the device per IFU (instruction for use) 26-0065 revj. The device did not exhibit any failures consistent with the complaint sample. 2) the 89-5103 scissor top was connected to the sp90-1053 device loosely to allow the saline to soak in the connections to simulate pooling of bodily fluids and a poor connection at the tip. The scissor tip was properly and improperly connected to the handle and hypot tested at 3.0kv. With the moisture, a spark was created in which the electrical current from the test apparatus to the tip of the scissor tips could be seen. The insulation did not resemble the large failure area as observed with the complaint sample. After several tests at the 3.0kv the surface of the halar coating across the shaft began to degrade. It exhibited areas in which the halar had changed and had a tacky texture. Although the surface had changed, the difference was minimal and the tube still passed hypot testing at the 3.0kv setting. During the testing, it was noted that the complaint failure was located outside of the area where the insulation resides. Therefore, the failure did not occur due to pooling between the scissor tips and the tube. 3) to simulate the insulation being exposed to extreme heat from crossing with another electrosurgical, carefusion subjected a coated tube a piece of heated metal. The failed insulation still did not resemble the complaint sample. The root cause could not be determined through the investigation. The device is 3 years old and had never been repaired by carefusion. All electrical surgical devices are inspected 00% prior to packaging for insulation integrity and this device passed all acceptance criteria for release. The device did not have this failure when it was shipped to the customer. Potential root causes identified were insufficient inspection by the customer or the instruments used during surgery crossed, damaging the instrument and ultimately caused the burn to the patient.

Manufacturer narrative:
(B)(4)-should the device be received, a follow-up emdr will be submitted.